Manufacturer narrative:
Unit was received with operational currents within specification and passed self-test and displacement test. Power error due to connector resistance printed circuit board. No low battery alert, power loss alarm, replace battery alert, replace battery now alarm, battery out limit alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer received with power error detected alarm. The blood glucose was unknown at the time of incident. Alarm occurred less than 10 h from low battery. The insulin pump will not be returned for analysis.